Manufacturer narrative:
A correlation between the device and the reported stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient presented to the emergency department with an altered mental status on (B)(6) 2016. The patient was agitated and alert, demonstrated left sided weakness and aphasia, and answered questions and commands inappropriately. A head CT scan demonstrated a chronic right middle cerebral artery (mca) territory stroke. The patient was on aspirin and warfarin at the time of the stroke. Antipsychotics were used to control the patient's agitation. The patient had a poor appetite/fluid intake and showed little improvement over the course of hospitalization. On (B)(6) 2016, the patient reportedly had a sudden mental status change and was transferred to the cardiovascular intensive care unit. A repeat CT scan demonstrated a very large hemorrhagic transformation of the left mca infarct with mild to moderate edema and subfalcine and mild uncal herniation. The neurosurgeons confirmed that there was no hope for survival and support was withdrawn from the patient. The patient was provided with comfort care and their seizure activities were controlled with ativan. The patient expired on (B)(6) 2016. No additional information was provided.

Manufacturer narrative:
The patient's weight was not provided. The patient previous stroke was covered under MFR# 2916596-2016-01243. (B)(4). Approximate age of device ¿ 4 months. It was reported that the pump was not explanted. Further information was requested, but was not provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient expired on (B)(6) 2016 due to a stroke. Further information was requested but has not been provided. The patient had experienced a previously reported ischemic stroke on (B)(6) 2016.